Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has been experiencing issues with his insulin pump. He also reported to be experiencing high blood glucose levels. He reported his blood glucose level to be 355 mg/dl. The customer checked his infusion set and the insulin pump had not been giving any alarms. He reported that after inserting a new set his insulin pump seemed to not be working because his blood glucose levels were not coming down. Therefore, he gave himself a manual insulin injection to help lower his blood glucose levels. Troubleshooting was advised but unable to be completed at the time of the report. The product is not being returned. Nothing further to report.